Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that after the pump was left outside after being delivered to the customer, the pump and supplies froze. After charging the pump battery, it would not hold its charge and pump was not performing "basic insulin delivery functions". Customer continued to use alternate pump for insulin therapy. There was no reported impact to customer's blood glucose.